Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Reprogramming changes were recommended. No further information is available.